Manufacturer narrative:
The device was in use for treatment. The braided transseptal sheath will not be returned for analysis as it was discarded. As a result, the allegations against this device (air ingression/embolism, cardiac arrhythmia and st enhancement) cannot be confirmed. As the lot number of the braided transseptal sheath device is unknown, a review of the device history records cannot be performed nor can it be determined if there are additional complaints against the lot used to manufacture this unit. The potential causes of air embolism include: not performing aspiration and flushing of the sheath, air is not removed from the side port, all air is not aspirated from sheath by using three-way stopcock, or the dilator is pulled out from sheath too quickly. It is unknown if any of the above causes occurred during use of this device however, this event may be related to the patient coughing while the doctor was inserting the guidewire into the sheath following transseptal puncture. The arrive braided transseptal sheath instructions for use (IFU) informs the user that potential adverse events associated with percutaneous procedures include, but are not limited to, the following conditions: access site complications, air embolus, aortic puncture, arrhythmias, atrial septal defect, av fistula formation, coronary artery spasm or damage, death, device entrapment, dissection, hematoma, hemorrhage, infection, myocardial infarction, nerve damage, pacemaker or defibrillator lead displacement, perforation or tamponade, pericardial effusion, pleural effusion, pseudoaneurysm, pulmonary edema, stroke, thromboembolic events, valve damage, vasovagal reaction, vessel spasm or trauma. The IFU provides these warnings and precautions: fluoroscopy required for sheath placement - use of fluoroscopy during sheath insertion and placement is strongly advised. Inserting the sheath without fluoroscopy may result in damage to cardiac and vascular structures. Frequent aspiration and flushing - aspirate and flush the sheath frequently to help minimize the potential for embolic events resulting from the introduction of air or the formation of clot within the sheath. Remove catheters and dilators slowly - remove devices from the sheath slowly. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Sideport aspiration - aspirate the sideport when withdrawing the catheter, probe, or dilator to remove fibrin deposits that may have accumulated in or on the tip of the sheath. Sideport infusion - infusion through the sideport and catheter should be done after all air is removed from the system.

Event description:
The physician reported, that he had a complication with the arrive sheath yesterday. After the transseptal puncture he inserted the guidewire ( pv tracker) into the arrive sheath to get the right direction for the first angiography (in this case the lspv) when the patient started to cough and air aspiration occurred in the left ventricle and coronary artery, and st enhancement was observed. They started immediately to aspirate the air out of the ventricle. After approximately 10 min. The st enhancement decreased to a normal level, and the patient was stable. The procedure was aborted and the patient was admitted to the intensive care unit for further monitoring. The next day the physician reported the patient is fine and does not have any neurological or cardiological symptoms.

Manufacturer narrative:
The potential effect to the patient for the reported failure may be related to: air embolism; blood clot, thromboembolic events or pseudoaneurysm formation. The potential cause may be: device not used by adequately trained personnel and/or does not follow the instructions for use. A review of risk for this failure mode identified the risk to be medium. Based on this investigation a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Per procedure qa dimensional inspection is done 100% for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, sideport ID (p/f), overmolded shaft length, hub ID, flushport hole ID and shaft od on the arrive sheath. If product does not comply with its specifications, it is rejected. In addition, qa inspection includes roll test of 100%, visual inspection of 100% for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Verify no separation between transitions of shaft, 100 % inspection for obstruction to assure inner lumen is free of any obstruct material, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100% and a leak test is done on all units.